Event description:
Three endeavor sprint rx drug-eluting stents were implanted at the lad. Approximately 44 months post index procedure, the patient suffered an mi. Patient underwent a repeat angiography. The investigator did not assess the relationship between the event and the study device. Approximately 5 days later, the patient suffered another mi. Patient underwent a repeat angiography. The investigator did not assess the relationship between the event and the study device. (B)(4).

Manufacturer narrative:
Results: inherent risk of procedure - (myocardial infarction). Conclusions: inherent risk of procedure - (myocardial infarction). (B)(4).